Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation. Electrode belt sn (B)(4) was cut off the patient and destroyed by medical personnel sometime after the treatment. No deficiencies were alleged against the electrode belt. The attached download data does not indicate any electrode belt communication or ECG failures that would suggest a device malfunction. The monitor sn (B)(4) was evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. A review of the patient's downloaded flag file from monitor sn (B)(4) confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation(s). The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. Based on the reported information, there is no indication of a product malfunction or inappropriate treatment. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway.

Event description:
A us distributor reported that a patient received a treatment. The patient was camping at the time of the event and awoke after the treatment to find paramedics performing resuscitation efforts. The lifevest released gel at 09:15:58 and delivered a 150j pulse at 09:16:16. The patient's rhythm at the time of the treatment is unknown. The patient was not conscious at the time of the treatment. The lifevest was shut down at 10:45:53. After the treatment, the patient was transported to the hospital and placed on telemetry.